Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image is not displayed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flex video scope displayed scope communication error e226 during a colonoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, g6, h2, h6, h11. The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: communication error 315 a definitive root cause is for a component failure. However, based on the results of the investigation, it is likely that the malfunction occurred due to water ingress into the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.